Manufacturer narrative:
A batch record review of lot c323 was performed. There were no nonconformances related to this complaint. This lot met release requirements. Trends were reviewed for complaint category, air leak and no trend was detected. There was no CAPA initiated for complaint category, air leak. The smart card and procedural kit associated with this complaint were returned for analysis. To identify the root cause of the reported air in the tubing lines, a series of pressure tests were conducted. The pressure tests revealed a pinhole leak in the silicone membrane diaphragm of the collect pressure dome. Examination of the returned part did not indicate that any molding defect existed on the pressure dome housing. The kit must pass a leak test prior to packaging into the tray and any leaking kits are locked in place to avoid the acceptance of a failed kit. It is possible that the membrane was punctured during handling when it was attached to the pressure transducer. As an improvement, 100% in process leak testing of the pressure dome assembly (both without the cap and with the cap installed) was implemented july 30, 2014 per deviation (B)(4). This lot was manufactured prior to the application of these improvements. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. This event is being reported now due to the results of the product return analysis, completed on 12/22/2014, which revealed a pinhole leak in the silicone membrane diaphragm of the collect pressure dome. Air in the kit could compromise the sterility of the system or lead to an adverse event if returned to the patient. Kit unique identifier (UDI) # : (B)(4). Meddra codes: lt-device malfunction-(B)(4).

Event description:
Customer called to report that a kit that was installed and primed had air throughout the kit, in the collect and return patient lines, at approximately 140ml whole blood processed. Customer stated they aborted the treatment and the approximate blood loos for the patient was 140ml. Patient was reported to be in stable condition. Customer explained they have started over with a new kit on the same instrument. The customer returned the kit for investigation. No service order was generated. This event is being reported now due to the results of the product return analysis, completed on 12/22/2014, which revealed a pinhole leak in the silicone membrane diaphragm of the collect pressure dome. Air in the kit could compromise the sterility of the system or lead to an adverse event if returned to the patient.